Event description:
It was reported that an ilet user contacted support for elevated blood glucose of 263 mg/dl after a carbohydrate-heavy meal that had been announced as a normal-sized meal; a supply change was completed, and the user was advised that glucose should improve within 1 to 2 hours. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education regarding meal announcement accuracy and recent supply change effects. Investigation of this case revealed that the hyperglycemia was attributable to an underestimation of meal size with subsequent completion of a supply change expected to aid glucose correction. It was concluded that device function was not implicated and that user meal announcement was the likely contributor, with resolution expected through appropriate use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.